Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. Blood glucose level at the time of the incident was 300 mg/dl. Customer reported that her blood glucose level at the time of the call was over 600 mg/dl. Customer reported that she was able to clear the alarm by rewinding. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.